Event description:
On (B)(4) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 at 12:00 pm the patient received an inadvertent infusion of insulin by priming the pump while still attached. The patient replaced the insulin cartridge, then obtained multiple loss of prime warnings. The patient primed the pump several times while still attached. It is estimated the patient received approximately 100 units insulin. The patient's blood glucose level dropped from 101 mg/dl to 95 mg/dl to 68 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming gatorade drink and food. The patient was taken to the emergency room, where he was treated intravenously with dextrose. No further information was provided and no additional pump troubleshooting was performed during the call to customer support. The patient's technique was incorrect by priming the pump while still attached. However, as the patient suffered low blood glucose levels and received emergency medical attention and treatment after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, a rewind, load and prime sequence was performed successfully without alarms. The force sensor was tested and found to be within specifications. A loss of prime was induced and triggered the pump to emit the appropriate warning. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.